Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified since lot information was not available. Information regarding date of occurrence, patient information, and procedure details was not available. Lot history review could not be performed because lot information was unavailable. Although device investigation and lot history review could not be conducted, all the shipped products are inspected for meeting products specifications and shipping criteria; therefore, it was concluded there was no indication of product deficiency. Reported vessel rupture and dissection were thought to have occurred in relation with wire manipulation including advancement into a false lumen. Warnings section of the IFU states "damage to a vessel, including possible vessel perforation" as one of possible complications and adverse events.

Event description:
According to an article titled "clinical and morphological features of patients who underwent endovascular interventions for lower extremity arterial occlusive diseases" in the postep kardiol inter 2015; 11, 2 (40): 114-118, a total of 153 patients underwent percutaneous intervention of lower extremity arteries from 2011 to 2014 at a single facility were evaluated. In this study, two kinds of guidewires (asahi and non-asahi) were used. Details were not mentioned but of 153 patients, one experienced vessel rupture and two experienced vessel dissection.